Event description:
Patient has passed. No additional information reported or available regarding this event. Pae reported by hcp, who does consent to follow up. Reporter information: (B)(6), (B)(6); (B)(6). (B)(4). Inserted (B)(6) 2024. Activated on (B)(6) 2024.